Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered.no information was captured in section a4 as the customer's weight was not provided.

Event description:
The customer called ascensia customer service to seek assistance with his contour next gen meter. During the troubleshooting, a control test was run and a reading of 227 mg/dl at 12:31 p.m. Was obtained. The meter did not automatically mark it as a control test, and so the reading will be displayed as a blood result when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next gen meter and contour next control solution from lot # 4bv2g26 for evaluation. No test strips were returned. Therefore, an in-house contour next test strips from the lot associated with the event was used for testing. An in-house testing was performed with the returned meter, returned control solution and in-house test strips, which gave a satisfactory performance. The control results obtained with the in-house testing were properly marked as control tests.